Event description:
New information received indicated that the battery status was cleared successfully and battery display appears correct.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed a low battery reading one week after implant. During the implant and the post implant check, the longevity display showed a full, normal battery capacity. It was noted that if the device was exposed to cold temperature prior to implant, it may have caused the low battery reading. The patient will be following normally.